Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was evaluated in the emergency room (ER) due to shoulder pain. As a result of the visit to the ER, the device inappropriately stored a signal artifact monitor (sam) episode. It was noted that the right atrial (ra) lead exhibited an increase in threshold measurements, but was still within range. The patient stated that after this device was implanted, during the recovery period, a lead revision needed to be performed. Additionally, boston scientific technical services (ts) reviewed a sam episode from (B)(6) 2023 and discussed it was true mv chop on the atrial channel. As a result, atrial impedance measurements were high out of range. Right ventricular (rv) lead impedances were within normal limits. It was discussed that the patient will continue to be monitored.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was evaluated in the emergency room (ER) due to shoulder pain. As a result of the visit to the ER, the device inappropriately stored a signal artifact monitor (sam) episode. It was noted that the right atrial (ra) lead exhibited an increase in threshold measurements, but was still within range. The patient stated that after this device was implanted, during the recovery period, a lead revision needed to be performed. Additionally, boston scientific technical services (ts) reviewed a sam episode from may, 2023 and discussed it was true mv chop on the atrial channel. As a result, atrial impedance measurements were high out of range. Right ventricular (rv) lead impedances were within normal limits. It was discussed that the patient will continue to be monitored.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.